Event description:
It was reported by the customer that the driver would not take a sample. The doctor removed the driver from the patient and found that the cutter gear was very hard to move. They had to abort the case because they had no alternative method to finish. There was no patient consequence.